Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure by using maxcore device. It was reported that during the procedure the outer cannula allegedly could not be fired and further it was reported that the firing button was slightly stuck but could still be pressed. No coaxial needle was used. The procedure was completed by another device. There was no patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows, eight maxcore disposable biopsy devices in an unsealed tyvek package. In which five devices were noted to be in half-primed condition and one device is in initial position remaining other three devices were placed facing the slides portion downwards. The second photo shows the product labelling information, which is verified / matches with the tw details. Based on the photo review, the reported event cannot be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure by using maxcore device. It was reported that during the procedure the outer cannula allegedly could not be fired and further it was reported that the firing button was slightly stuck but could still be pressed. No coaxial needle was used. The procedure was completed by another device. There was no patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photos was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provides by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.